Event description:
It was reported to covidien in 2008, that a customer had an issue with a needle while drawing up medication. The customer states the medical assistant started to draw up flu vaccination and the needle fell off the hub.

Manufacturer narrative:
Submit date: 11/11/2008. An investigation is currently underway. Upon completion, the results will be forwarded.